Manufacturer narrative:
(B)(4).

Event description:
(B)(4) - the dentist reported that, 8 months after the dental implant was installed in intraoral region #14, its non-osseointegration was observed. A 50 ncm of primary stability was achieved. The patient presented insufficient bone quality/quantity (bone type ii).